Event description:
On (B)(6) 2012, the patient contacted animas and stated that a week ago while filling the cartridge, she smelled insulin. The patient reportedly tried using several different cartridges. The patient denied damage to the cartridge or that the cartridge was leaking or had moisture. There was no reported adverse event associated with this complaint. This complaint is being reported due to the patient stating that she could smell insulin when filling the cartridge.

Manufacturer narrative:
(B)(4): the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed and no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.